Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician is related to patient conditions (poor tissue quality). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and had endocarditis for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, transesophageal echocardiogram (tee) was performed, and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. On (B)(6) 2026, additional mitraclip ntw was implanted on the medial side of fist clip to stabilize the sdla. Grasping was difficult. Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet.